Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were unresponsive after exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 8/30/2013 with the following findings: visual inspection of the pump showed that there were some cosmetic defects but no visible damage to the keypad. Investigation showed that the ¿up¿, ¿down¿ and ¿ok¿ buttons were unresponsive to presses while the contrast button responded properly. Contamination was found under the ¿up¿, down¿ and contrast buttons upon removal of the rubber keypad and moisture was observed on the keypad flex connector. Moisture was observed behind the display lens. When a leak test was performed, the pump case was found to be cracked and a leak was detected. (B)(4).